Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer support guided caller to remove cartridge, confirm cartridge seal was intact, and inspect and clean pump connection area, including removing extra seal from connection point; caller then reattached cartridge securely, successfully completed loading process on pump, and resumed insulin delivery, and no further issues were reported.